Manufacturer narrative:
Concomitant medical products: product ID 37092, lot# 276480001, implanted: (B)(6) 2011, product type: accessory; product ID 3 7752, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient had taken a fall and had ¿battery problems¿ on their implantable neurostimulator (noted as the ¿battery pack¿). X-rays taken showed that the ¿clear part is crack¿. Follow-up is being conducted for clarification. Also, no interventions or outcome were reported regarding this event so further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.